Event description:
Patient representative reported ¿major infection due to the rupture of the implant.¿ this record relates to right side. Device has been explanted and replaced.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, rupture.